Event description:
Event description cpi received information that this patient with an endotak transvenous defibrillation lead was exhibiting an impedance measurement of less than 10 ohms. A message of 'short' was noted.